Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The instrument does not show damage to the conductor wire.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the plastic part on maryland bipolar forceps instrument was burnt. Additionally, there was a leakage. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected prior to use. The customer did not notice the issue at inspection. The thermal damage first observed intraoperatively. There was no patient injury.